Event description:
Additional information received identified approved readings listed under the manufacturer's patient care network database. Current waveforms were evaluated and were observed ¿good¿.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported inaccurate measurements were observed through hf sensor due to dampened waveforms. Sensor readings observed were not correlating with clinical data. Subsequently, the patient was admitted to the ICU and the sensor was recalibrated through right heart catheterization. The physician was advised to not treat the patient based on sensor reading but with clinical data.